Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead and device was experiencing complete loss of capture. The asymptomatic patient presented in-clinic. The lead was extracted and replaced. The procedure concluded without additional issue. The patient was stable following the procedure and will continue to be monitored.